Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 449 mg/dl, 288 mg/dl. Tests were done within 5 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.